Event description:
Reportedly this pump was attached to a pt for pca therapy. On two occasions during this therapy the pump was found with medication disrepancies. On the first occasion the syringe had been removed. The second occasion revealed the pump in the "off" mode and additional medication missing. It is suspected that the pt may have administered 400 mg of demerol over a 1 hr and 20 minute period. The pt had no signs or symptoms of overdose. This narcotic and pump was discontinued. Pump has visible signs of tampering.